Event description:
During an avm treatment procedure, after injection of an initial 1cc volume of onyx and replacement to a second syringe, a leak was noticed at approximately 2cm from the catheter's tip. No complications with the patient were reported during the procedure.